Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: arterial lines kinked without being able to get into the vessel. Wire removed intact.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) within its advancer tubing and partially inserted into a 20 ga introducer needle as well as a lidstock for evaluation. Signs of use in the form of biological material were present on the swg and needle. Visual inspection of the sample returned revealed two kinks in the swg body, both proximal to the introducer needle hub. Offset coils were also observed near the j-bend. After the swg was removed from the needle an additional kink was found. Microscopic examination of the swg confirmed both welds were present and fully spherical. Visual inspection of the introducer needle did not reveal any defects or anomalies. The kinks in the swg body measured 360 mm, 375 mm, and 431 mm from the proximal weld. The total length of the swg measured 457 mm, which is within specifications of 449.2-458.8 mm per swg product drawing. The outer diameter (od) of the swg measured 0.610 mm, which is within specifications of 0.610-0.635 mm per swg product drawing. The (od) of the introducer needle measured 0.0359" which is within specifications of 0.0355"-0.0360" per needle cannula product drawing. The inner diameter (ID) of the introducer needle measured 0.027", which is within specifications of 0.0270"-0.0285" per needle cannula product drawing. The swg was inserted into the returned introducer needle to functionally test. The undamaged sections of the swg were able to pass completely through the needle with minimal resistance. A manual tug test confirmed both welds were secure. A device history record review was performed with no relevant findings found. The instructions for use (IFU) provided with this kit warns the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter together as a unit. Use of excessive force may damage catheter or spring-wire guide. To reduce the risk of spring-wire guide damage, do not retract spring wire guide against edge of needle while in vessel." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire had three kinks present in its body. No damage was noted to the introducer needle. The sample passed all relevant dimensional and functional testing. A device history record review was performed with no relevant findings. Based on the customer description and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: arterial lines kinked without being able to get into the vessel. Wire removed intact.